Manufacturer narrative:
Product evaluation: one tapered screw-vent implant and mount was returned for investigation. Visual evaluation of the as returned products identified bone/blood residue around the external threads due to usage but no apparent signs of malfunction. The device could not be functionally tested for the reported events/failure (inability to place and bone fracture). However, measurements of the implant were taken using a caliper (ID: (B)(6); cal due: (B)(6) 2022). Through dimensional analysis and comparison to drawings, the devices were determined to be within design specifications. Pre-existing patient condition noted on the per was moderate bone density ¿ type ii. X-ray & picture evaluation: x-ray or picture images were not provided. Therefore, the reported event could not be verified. Review of appropriate documentation: per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number for similar events (complaint category keywords: medical: unable to place implant into osteotomy & bone fracture) and 1 other complaint was identified under (B)(4). Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions and no x-ray or pictorial evidence was available (patient anatomical condition and details of events were unknown). Sections updated: b4: date of this report. G3: date additional information/investigation results were received . G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative. Section corrected: b5: event description (to include report of bone fracture).

Event description:
It was reported that at time of implant placement, patient bit down on handpiece causing a lack of primary stability and a bone fracture. Patient will return for anew implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
It was reported that at time of implant placement, patient bit down on handpiece causing a lack of primary stability. Patient will return for a new implant.